Manufacturer narrative:
High balance chamber pressure alarms typically occur as a result of kinked or occluded therapy fluid lines, which restricts the flow of dialysate. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff attributed the blood loss to inadequate heparinization and failure to rinseback in a timely manner following unrecoverable alarms. The user's guide states the risk of clotting increases when no anticoagulation is used, and when the blood pump stops. The operator is instructed to rinseback if alarms cannot be resolved promptly. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a high balance chamber pressure alarm occurred during a routine hemodialysis treatment. The alarm could not be resolved and only partial rinseback of the pt's blood was completed (50cc), resulting in an estimated blood loss of 160cc. No medical intervention was required.